Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change out procedure, externalized conductors were noted on the riata lead via fluoroscopy. The lead was tested through the analyzer as well as a synchronized shock on t followed by defibrillation testing (dft) were performed and there were no abnormalities noted during these testing process. No intervention was performed, and the right ventricular lead remains implanted. The patient was stable and will continue to be monitored.